Event description:
User reported multiple hx with signs of damage to the sterile primary packaging (blister) before use. No patient was involved.

Manufacturer narrative:
Additional information related to the event will be available after completion of investigation activities, which would be addressed in a follow-up report.

Manufacturer narrative:
Detailed investigation report with corresponding conclusions is attached (refer to ER_pack_2025_02).

Event description:
User reported multiple hx with signs of damage to the sterile primary packaging (blister) before use. No patient was involved.